Event description:
Consumer complaint of low blood glucose results. Lowest result in memory was 58 on (B)(6) at 7:20 am. Caller states normal readings are 110mg/dl. Other memory results are as follows: (B)(6) at 10:26 am 87mg/dl; (B)(6) at 08:29am 72mg/dl; (B)(6) at 10:08am 113mg/dl; (B)(6)at 03/18pm 69mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).